Event description:
It was reported that valve migration occurred. The physician was advised that this aortic insufficiency (ai) case was off label use however they chose to proceed with the case as it was considered to be the only treatment option for this patient. There was no calcium present in the annulus and so the case was expected to be challenging. A 27mm lotus edge valve device was attempted to be positioned 2mm below the annulus which immediately improved the aortic insufficiency. The braid frame was noted to have an unusual shape, being more constrained and both the inflow and outflow portions with a slight waist. A tug test was performed, and the valve was observed to move slightly and so a partial resheath was performed to position the valve deeper. An aggressive tug test was performed, and the valve appeared to be anchored. The patient was stable with no evidence of aortic insufficiency and so the valve was released. It was reportedly difficult to withdraw the sheathing aids from the left coronary cusp (lcc) side of the valve. The physician pulled on the system and the valve moved slightly. A balloon was used to move the valve into the descending aorta where it remains. Four tug tests were performed in total. A 29mm non-bsc valve was deployed through the lotus edge valve without issue. No patient complications were reported, and the physician was satisfied with the outcome.